Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric surgery, the handle was squeezed but device did not fire. The reload came was already prefired. The device was replaced. There was no patient injury.